Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing following intrinsic beats. It was noted that the patient has a history of long qt syndrome and diminished r-wave sensing since implant. Boston scientific technical services (ts) discussed device timing cycles and outputs in addition to potential programming options. Ultimately the physician elected to perform a revision procedure at which time the existing system was explanted and replaced. In recovery the patient was diagnosed as having experienced a stroke during the procedure which resulted in severe symptoms including reported brain injury. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--